Event description:
Defibrillator pads placed prior to cardiac procedure. Pt went into v-tach. Staff attempted to shock, but defibrillator was unable to read the EKG. The pads were connected to a different defibrillator which could not read the EKG. The pads were removed and replaced with another set of pads and patient was successfully cardioverted to sinus rhythm.